Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During a pulsed field ablation procedure to treat persistent atrial fibrillation, a farawave catheter was selected and advanced over the wire to the left superior pulmonary vein. The catheter was deployed in the basket configuration. The patient experienced heart block and vasospasm. Upon delivery of the first pulse, the patient experienced a 9-second episode of asystole. The physician initiated coronary sinus (cs) pacing and administered 0.2 mg of glycopyrrolate. Vagal response was observed. The patient remained bradycardic for several minutes before achieving spontaneous recovery of heart rate. The heart block resolved spontaneously after administration of 0.2 mg glycopyrrolate; it did not occur during tsx but rather at the time of the first ablation lesion, which was performed at the left superior pulmonary vein (lspv) and not near the av node. The patient fully recovered. The device is not expected to be returned due to disposal.